Manufacturer narrative:
Correction - updated b1, b2, b5, h1 and h6.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high defibrillation impedance. The physician performed a defibrillation threshold (dft) test. The lead was then capped and replaced on (B)(6) 2021. The patient was in stable condition pre, during, and post-procedure.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission, revealed the right ventricular (rv) lead exhibited high pacing impedance. The physician opted to perform a defibrillation threshold (dft) test. The patient was in stable condition pre, during, and post procedure.